Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for closed reduction. It was reported through the filing of a lawsuit that allegedly less than three months later, on (B)(6) 2018 the patient suffered a femoral shaft fracture around the stem, left sciatic nerve palsy and a dislocation of her left hip. It is further alleged "on (B)(6) 2018 she underwent a complicated surgery at which time a synovectomy was performed; the sciatic nerve (which was found to be edematous) was freed from scar tissue but had considerable edema; the hip was reduced; cables were used to reduce the femoral shaft fracture, to provisionally reduce the fracture to the im stem and finally to cerclage the fractured piece."